Event description:
The hcp reported that during the lead placement surgery, the lead boot was placed and the lead was tunneled to the side of the head where the hcp was going to connect the extension. There were no issues while placing the boot during lead placement and that the boot was not over-tightened. Four weeks later, while removing the boot and adjusting the lead to fit the extension, the 0 contact was 'destroyed and fell off'. The hcp continued to fit the extension to the lead with the boot, and the case was completed. The interpretive impedance was within normal limits. Programming of the implantable neurostimulator was planned for the following week. A follow-up report will be submitted if additional info becomes available.